Event description:
While transporting a nursing home resident into a shower on a pvc shower chair, the legs of the shower chair broke, above the wheels, causing the resident to fall to the floor. In an attempt to keep the resident from harm, one of facilities employeed sustained injuries to her shoulder and arm.